Event description:
It was reported that the patient experienced infection with the spectra concealable penile prosthesis (spp). The spp was removed and replaced with ams 700 lgx inflatable penile prosthesis. No further issues were reported in relation to this event.